Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study no: (B)(6). Clinical adverse event received for sepsis. Device relatedness: no information provided. Procedure relatedness: no information provided. Date of event: unk (B)(6) 2024, date of implant: (B)(6) 2019, date of revision: no information provided, device location: right. Treatment/impact: injected medication.

Manufacturer narrative:
Product complaint # (B)(4). New information was received from the clinical site, which indicated that clinical site determined that the adverse event (ae) was not related to device and was not related to procedure. Does not meet the definition of a complaint. Information has been reviewed and determined that there is no allegation of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of a depuy device after it was released for distribution. There is no report of an adverse event involving a depuy device. Clinical database indicates ae is not related to device or procedure.